Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and oversensing was observed on ams stored egms. The oversensing was reproducible during isometric manipulation. When the pocket was opened, an insulation breach was noted. The lead was capped and replaced on (B)(6) 2016. The patient was stable and asymptomatic before, during and after the procedure.